Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the provided pictures identified the liner with some damage to the rim. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm the event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported a 10-degree g7 liner was implanted in the patient. The liner moved when reducing the hip. The surgeon attempted to reinsert the liner, but the locking rings were damaged and would not engage. There was a fifteen (15) minute surgical delay due to having the stem inserted which meant working around the trunnion to remove the damaged liner to insert a new one. There were no contributing conditions that created the problem. The initial cup was implanted without any issue.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.